Event description:
Litigation alleges that the patient suffered pain, stiffness, discomfort, clicking, excessive levels of chromium and cobalt and weakness which in turn negatively affects plaintiffs mobility and quality of life.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).